Event description:
According to the reporter, prior to a procedure, the device did not fire. The surgeon was unable to press the green button and squeeze the handle. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.